Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was a part of an infection on the right side. The system remains implanted. No additional adverse patient effects were reported.